Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing thixotropic adhesive ke45 glue at forceps cover and pink probe minor peeling glue at the edge due to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing thixotropic adhesive ke45 glue at forceps cover and pink probe minor peeling glue at the edge. There was no patient involvement.